Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead had a history of rising impedances from 619 to 1131. It was also reported that the threshold was 5v at 1.2ms. The device was capped and replaced. No patient complications have been reported as a result of this event.